Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l2 to treat an osteoporotic compression fracture. During the surgery, the surgeon removed the right cannula and cement leakage was found hardened outside of the lamina. The incision length was extended to remove it. No other complications or product problems were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient¿s 1, 2, 3, and 4 years postoperative "crf" on (B)(6) 2017. Adverse event occurred on (B)(6) 2011 was described to be ¿new fracture¿. It was severe. The outcome was improved. Lumbar pain was enhanced without any contributory since night time on (B)(6) 2011. The patient had been in pain and visited the hospital. The patient was barely ambulatory. There was no lower limb numbness. The patient hopes to be hospitalized because it is difficult to live at home. The patient was hospitalized on (B)(6). The operation record performed on (B)(6): prone position, confirmed the position of l2 pedicle in fluoroscopic guidance; approximately 1.5 cm of incision was added to the outside of the bilateral lamina arch and the guide pin was advanced to the front rim of the vertebral fossa radically; create some space in burr hole at l2 and expanded a balloon. Balloon: raise the expansion pressure to 110 psi, but it quickly drops to 70 psi. Expanded capacity: improvement in alignment of vertebral body was confirmed. 3.5ml (right side) and 3.0ml (left side; bone cement was filled inside of the vertebral body (right: 2.5cc and left: 2.5 cc); hardening of bone cement was confirmed. When the right outer tube was removed, the cement hardening occurred at outside of lamina with the outer tube. Incision was expanded a little to remove the cement; after irrigation, it was closed. The outcome of (B)(6) 2013: recovered . [Before the operation] investigation date: (B)(6) 2011, nrs score: 10 [7 days after the operation] investigation date: (B)(6) 2011, presence of back pain: yes, nrs score: 3 [1 months after the operation] investigation date: (B)(6) 2011, presence of back pain: yes, nrs score: 5, [3 months after the operation] investigation date: not conducted. [6 months after the operation] investigation date: not conducted. [12 months after the operation] investigation date: not conducted. [Extra data] investigation date: (B)(6) 2012, presence of back pain: none, nrs score: not listed [before the operation] usage of analgesic agent: nsaids (oral treatment/regular use), osteoporosis treatment: none [until 7 days after the operation] usage of analgesic agent: nsaids (oral treatment/regular use), nsaids (suppository), usage of osteoporosis treatment: unknown [until 1 month after the operation] usage of analgesic agent: none, and usage of osteoporosis treatment: none. [Until 3 months after the operation] usage of analgesic agent: none, and usage of osteoporosis treatment: none. [Until 6 months after the operation] usage of analgesic agent: none, and usage of osteoporosis treatment: bisphosphonate [until 12 months after the operation] usage of analgesic agent: none, and usage of osteoporosis treatment: bisphosphonate (B)(6) 2012: after finishing follow-up observation for 12 months, the doctor evaluated that this treatment was effective for the patient. (B)(6) 2013: investigation of back pain was conducted, and there was no back pain or malfunctions and adverse events. (B)(6) 2015: the patient could not visit the hospital during the follow-up period due to moving. Interview was impossible to conduct, so that the investigation was decided to cancel. The doctor in charge said that it is impossible to evaluate the efficacy of this treatment, because the patient had not visited the hospital since (B)(6) 2014, and no investigation over the phone was conducted.